Event description:
The facility reported an infusion pump needs battery replacement. This event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided. During evaluation, depleted batteries were found.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was performed and the condition was confirmed. Inspection of the pump revealed depleted main batteries with 15 discharges below alarm threshold. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).